Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received software update alarm and external flash error alarm. The customer's blood glucose was 152 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The insulin pump will be returned for analysis. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failure of flash memory followed by a new software release detected error due to cold solder joints at the u7 on the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external flash error alarm due to failure of flash memory and new software release detected error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.